Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 25 (removed cartridge alarm) occurred while the user was sleeping. Additionally, it was reported that multiple cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load process. The user's blood glucose level was 144 mg/dl. Reportedly, the user did not have backup insulin therapy.